Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons takes couple times to get work. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that batteries are not lasting very long anymore. When customer changed the battery the insulin pump was slow to turn back on. The insulin pump hesitates for a little bit and then slowly comes back on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.